Event description:
Medtronic received info that this silicone membrane oxygenator exhibited a priming fluid leak. This observation was made while priming the unit, prior to use. The device was changed out with no patient involvement.

Manufacturer narrative:
Device history reviewed. Results - device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows no outward signs of physical damage or abnormalities. The device was run with fluid at 6.5 l/min with 8 psi back pressure for 1 hour. During run a small amount of fluid was observed exiting the gas port. The device was then dissected which confirms fluid was present inside the envelope approx 5 feet from start roll where envelope splice was noted. The device was dried and vacuum tested the following day. Vacuum test confirms 1 leak path where splice in envelope was observed 5' from start roll near side seam. Unable to locate the exact leak path due to splice path, however, leak was clearly observed during vacuum test. Conclusion: reduced performance of the device occurred and is related to the event. Device changed out prior to use, with no patient involvement.